Manufacturer narrative:
Continuation from d10: product ID: pscc100 product type: loop catheter; product ID: non-medtronic product product type: transseptal needle medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the end of a pulsed field ablation procedure, the patient became hypotensive before leaving the operating room. A pericardial effusion was confirmed and drainage was performed before leaving the operating room. It was noted that "the patient's blood pressure decreased quite slowly after the septal puncture and it was believed that the pericardial effusion occurred during the septal puncture". The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event. It was later reported that the pericardial effusion with confirmed using echocardiogram. It was also later reported that the transseptal puncture device was a non-medtronic product.